Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of death estimated. Date of event estimated. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of perforation and death, as listed in the multi-link mini vision coronary stent systems instructions for use, are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; however, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the procedure was to treat the atrial septum. It should be noted that the IFU states: the multi-link mini vision rx and multi-link mini vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with abrupt or threatened abrupt closure with failed interventional therapy of de novo and restenotic native coronary artery lesions. Based on the information reviewed, there is no indication of a product deficiency. Other events related to this article will be filed under a separate medwatch report number. Article attached: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum.

Event description:
It was reported through a research article identifying a multi-link mini vision stent that may be related to a death. At (B)(6), due to hypoplastic left heart syndrome, this fetus underwent attempted placement of a multi-link mini vision stent, in the atrial septum. During deployment, the stent was difficult to visualize and may have moved from the inflating balloon resulting in a funnel shape of the stent, with the distal stent fully expanded, possibly across the atrial septum, while the proximal stent was unexpanded. With removal of the wire, balloon, and cannula following balloon deflation, the stent was stripped off the balloon with its proximal unexpanded end embedded in the entry site of the right atrial free wall near the right atrial appendage. The free end of the stent was observed to move in the right atrium with cardiac motion, and did not reach the atrial septum. Since the fetus and stent appeared to be stable, a successful static balloon septoplasty was then performed through a separate right atrial entry site. The abandoned stent was monitored by echocardiography throughout gestation without change in appearance. During the procedure, the fetus experienced hemopericardium. Drainage was pursued. Shortly after birth, the neonate died. Details are listed in the attached article, titled: technical challenges of atrial septal stent placement in fetuses with hypoplastic left heart syndrome and intact atrial septum.